Event description:
The hosp staff attempted to administer external pacing to a pt diagnosed as asystolic. The pt had last been seen 10 minutes prior. Each time the operator attempted to start the pacemaker an alarm was observed and use of the pacemaker was inhibited. A backup external pacemaker was made available and used to administer external pacing. The pt was not resuscitated. The operator indicated the alleged malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessement of the pt's condition.